Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent orif for distal femur with the product in question. Preoperatively, the drill tip was confirmed to pass through two proximal holes in the nail without problems. The surgeon drilled according to the technique manual, but both locations interfere with the nails. For one, the drill tip was lightly hammered through the nail, drilling was performed, and a screw was inserted. For the other, the same technique did not resolve the problem, and the screw was inserted freehand. The surgery was completed successfully within 30 minutes delay. This report is for an unk - nail: rfna. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown nail: rfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.